Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a damaged downstream occlusion (dso) seal. The event history log confirmed error code 46828 occurred multiple times. Functional testing was able to replicate the reported issue and found that the pump powered on with patient settings and data lost alarm. The root cause was determined to be a defective real time clock (rtc) battery on the main board. The main board was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited error code 46868. The event occurred during pre-testing. There was no patient involvement and no patient harm.